Event description:
It was reported that the micro drill ran without user activation during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece running without user activation.